Manufacturer narrative:
The customer's report was observed at zoll medical corporation; during disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. Due to the observed damages, root cause could not be firmly established. The battery interconnect board, main chassis, front panel, front panel gasket, and main knob were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.